Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 800 synchron system (dxc 800) generated an elevated creatinine result. Customer reported that the dxc 800 flagged the result as high in remisol. Customer reported that the elevated creatinine result was not reported out of the laboratory. Customer reported that there was no affect to patient treatment. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the stir bar.

Manufacturer narrative:
Evaluation: results: stir bar.